Event description:
It was reported that the cot was not functioning to specification, the extent of the issue is currently unknown and under investigation. It is currently unknown if a safety risk exists.